Event description:
A (B)(6), male, pt, contacted zoll customer support to report that his monitor was continuously displaying a code 204 (belt/monitor unusable). The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon receipt of green (+3.3v) wire was broken inside of the trunk cable connector. This damage left the belt unable to detect a pt. The cause for the service code 204 and inability to detect a pt was the broken wire. The root cause for the broken wire cannot be positively determined, but is likely excessive force placed on the trunk cable connector. No adverse event resulted from the broken wire. The last pt to use this electrode belt did not report any problems.